Event description:
During the proximal anastomosis of an aortic graft, the aortic punch created a jagged aortotomy. The first seal was deployed but a lot of bleeding occurred. A second seal was used and bleeding continued, the surgeon converted to using a side biter clamp to finish the case. No add'l pt complications were reported by the hosp.